Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted the right ventricular lead exhibited noise leading to oversensing and pacing inhibition. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.